Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass, cracked reservoir tube lip, belt clip slot and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a damage. The customer's blood glucose level was unknown. It was reported that there were cracks in the display of insulin pump. The insulin pump was returned for analysis.